Event description:
It was reported that during a da vinci s hysterectomy procedure, the customer experienced system error code #252. With the assistance of an isi field service engineer (fse), the surgical staff restarted the system, however, system error code #252 recurred 10 minutes after restart. The isi fse, then instructed the surgical staff to emergency power off the system, however, the system did not automatically perform a self-test after it was restarted. The monitor screen was black and system error code #45040 was displayed when the system suddenly shut down without prompting. The surgical staff restarted the system two more times with the same result. The surgeon decided to convert the procedure to traditional open surgical techniques to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer, concluded that system error code #252 was associated with the system control processor printed circuit assembly (scp pca) board and system error code #45050 was associated with the system video processor printed circuit assembly (svp pca) board. The scp pca provides real-time servo processing and control, system supervisor and fault monitoring, and external system communication control. The s5vp pca is the video processor for the system, which creates the display for the high-resolution stereo viewer. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code #252 appears when the master supervisory controller does not receive an expected message within a specified time. Upon determining this condition, the safety system puts da vinci s in a "non-recoverable safe state." System error code #45050 appears when the svp pca interface is not available. The system was repaired by replacing the affected scp pca and svp pca.